Event description:
The user facility reported that in a peripheral case the 6 french 45cm (they use rsr01) sheath tended to accordion/compress when inserting it into the arteriotomy.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: not provided for animal use a6: race: not provided for animal use d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: vascular surgeon h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath damage because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause is that the sheath was damaged due to handling during insertion, based on the complaint description. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.